Manufacturer narrative:
During the onsite investigation, the service tech replaced the operating unit for the right side of the bed. Root cause was determined to be a faulty bed control unit. (B)(4).

Event description:
A surgeon reports the bed moves slowly and autonomously in the y-direction. No patient harm reported.